Manufacturer narrative:
(B)(4). The device history records were reviewed and the manufacturing criteria were met prior to the release of this batch/lot. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date, a supplemental medwatch will be sent. What were the indications for surgery? What is meant by ¿does not fit (adequate press)? What troubleshooting steps were performed to open the device prior to converting to laparotomy? How was the device eventually removed from the vessel? Was the device difficult to close or fire? Was any other tissue included with the pedicle? Were any clips used in the vicinity? What is the current patient status?

Event description:
It was reported that in laparoscopic nephrectomy surgery, the echelon flex stapler is closed in the renal pedicle, it does not fit (adequate press) and the device blocked in the first shot. As the echelon can not be removed from the cavity, an urgent laparotomy is performed to achieve unlocking and thus remove it from the patient.

Manufacturer narrative:
(B)(4). Batch # p5643p. The ec60a device was received for analysis with no visual non-conformances and with a gst60w cartridge reload loaded on the device. The cartridge reload was received partially fired 1/3 consistent with an incomplete or interrupted cycle. The device was tested for functionality in the articulated position with the returned cartridge reload by resetting and reloading it into the device. The device achieved its complete stroke firing sequence without any difficulties. The remaining staple line and cut line were complete and the staples were noted to have the proper b-form shape. Event could not be confirmed as the device opened and closed without any difficulties noted., photographic analysis: first picture shows a device with the triggers and the jaws in the opened position. Second picture shows a white cartridge with the one piece sled advanced. Based on the photos alone the event describe is confirmed. Please refer to the device analysis for full analysis details and conclusion.